Event description:
It was reported that prior to a cholecystectomy procedure the max and min switch button was not functioning. They used a second device to complete the case. The problem was identified prior to use on the patient, and there was no patient consequence.